Manufacturer narrative:
Due to character restriction in block e1 initial reporter name is (B)(6). A getinge field service engineer (fse) evaluated the unit and found that helium was leaking . The fse replaced the unit with the proper gasket. The unit passed all functional testing and works fine. The unit passed all functional testing and works fine.

Event description:
It was reported that during routine preventive maintenance (pm) performed by a getinge field service engineer (gfse), the cs300 intra-aortic balloon pump (iabp) unit has an autofill failure. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine preventive maintenance (pm), the cs300 intra-aortic balloon pump (iabp) unit has an autofill failure. There was no patient involvement.